Event description:
It was reported that patient images that had been previously acquired were being over written by newer images rendering both images unusable.

Manufacturer narrative:
Device evaluated by service personnel. Hard drive replaced. No injuries were reported.